Event description:
This report summarizes <noe> 31 </noe> malfunction events in which the device reportedly overheated. 24 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 31 previously reported events are included in this follow-up record. Product return status 16 devices were received. 9 devices were not available for evaluation. 6 device investigation types have not yet been determined. Event confirmation status 4 reported events were confirmed. 12 reported events were not confirmed. Evaluation results 15 devices were found to be affected by corrosion. 1 device was found to be affected by compromised lubrication.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 31 previously reported events are included in this follow-up record. Product return status: 17 devices were received. 9 devices were not available for evaluation. 5 device investigation types have not yet been determined. Event confirmation status: 4 reported events were confirmed. 13 reported events were not confirmed. Evaluation results: 16 devices were found to be affected by corrosion. 1 device was found to be affected by compromised lubrication.

Event description:
This report summarizes 31 malfunction events in which the device reportedly overheated. 25 events had no patient involvement; no patient impact. 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 31 events were reported for this quarter. Product return status: 15 devices were received. 16 device investigation types have not yet been determined. Event confirmation status: 4 reported events were confirmed. 11 reported events were not confirmed. Evaluation results: 14 devices were found to be affected by corrosion. 1 device was found to be affected by broken down lubrication. Additional information: 31 devices were not labeled for single-use. 31 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 31 </noe> malfunction events in which the device reportedly overheated. 24 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 31 previously reported events are included in this follow-up record. Product return status 16 devices were received. 5 devices were not available for evaluation. 10 device investigation types have not yet been determined. Event confirmation status 4 reported events were confirmed. 12 reported events were not confirmed. Evaluation results 15 devices were found to be affected by corrosion. 1 device was found to be affected by compromised lubrication.

Event description:
This report summarizes <noe> 31 </noe> malfunction events in which the device reportedly overheated. 24 events had no patient involvement; no patient impact. 1 event had no known impact or consequences to the patient. 6 events had patient involvement; no patient impact.

Event description:
This report summarizes 31 malfunction events in which the device reportedly overheated. - 25 events had no patient involvement; no patient impact. - 6 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 31 previously reported events are included in this follow-up record. Product return status 17 devices were received. 14 devices were not available for evaluation.